Manufacturer narrative:
(B) (4). Haptic folded back. Results: visual inspection of the returned product found the lens optic torn and one haptic bent. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, possible root causes for lens problems include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens problems, were addressed in a CAPA opened in (B) (4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective and minimize the potential for damaging the lens. The damage to the lens, as observed and photographed upon the return of the lens to starr, cannot be definitively and exclusively correlated to a specific root cause. (B) (4).

Event description:
The reporter stated, the surgeon was inserting an aq2010v silicone three piece lens and the leading haptic folded back when pushed out. There was no patient contact. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.